Event description:
It was reported that one day post implant the patient experienced nerve stimulation and diaphragmatic stimulation. It was also reported that the right atrial (ra) lead exhibited high thresholds and had dislodged. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.